Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section h4 - device manufacture date: unknown, as product lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a foreign particle, described as "fluff," was found in a healon product. The issue was identified by customer airline. There was no injury reported. Both the healon product and the foreign particle are available for investigation.

Manufacturer narrative:
Corrected data and additional information: per new information provided the lot number is ua31936. Therefore, the following sections have been updated accordingly: section d1: brand name: healon pro section d4 - lot #: ua31936 section d4 - catalog #: 10310012 section d4 - expiration date: mar 31, 2028 section d4 - UDI #: (B)(4). Section h4 - device manufacture date: apr 2, 2025 section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 13 jan-2026 section h3 - device evaluated by manufacturer? Yes device evaluation: one of the reported healon pro was received opened within original packaging confirming the reported lot number. The complaint sample consisted of an activated syringe, with approximately 0.2 ml of remaining expellable healon pro solution and a cannula. The assembled syringe was placed into the product box with the directions for use (dfu). The material find related to this complaint was sent placing in a falcon tube. The fourier transform infrared (ftir) analysis of the material ("fluff") showed that the sample matches a mixture of substances, mainly cellulose fibers stained with indigo dye. The sample spectrum has no direct match to that of any product component material nor packaging material, gowning or cleaning articles used in healon pro products. Based upon the customer's narrative and recovery of the material find from the healon solution, the complaint is confirmed; however, as there was no direct evidence that the source of the fiber is from the complaint sample, it cannot be confirmed that there has been a product non-conformity. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.